Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after a microbiological routine control on the gastrointestinal videoscope, the user detected an unexpected contamination. The microbiological test results identified klebsiella varicola in the channels with a quantity of 80 colony forming units cfu(s). It was reported there was a patient infection; however, no patient details were provided. Multiple attempts have been unsuccessful to obtain additional information.